Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, the customer noted an issue with pump alarms and leakage of chemotherapy. No adverse effects were reported.